Manufacturer narrative:
The reported complaint of the balloon on the cool line catheter (lot #150061) was damaged was confirmed. Observed distal balloon bursts immediately upon pressurizing and a leak was observed at middle of distal balloon. Probable cause for the reported complaint can be a latent material defect. Visual examination of the returned catheter was performed. Observed blood residues in the balloons and luered tubing. All lumens were flushed without resistance, except in/out luers due to blood clogged. Functional leak test of the returned catheter was performed. The returned catheter was connected to the pressurized inflation device and upon pressurizing the catheter, the distal balloon bursts immediately and a leak was observed at middle of distal balloon, thus confirming customer complaint. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. It is unlikely that the defective catheter was shipped. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for a catheter with a lot number 150061.

Event description:
During ivtm therapy for a patient with subarachnoid hemorrhage, customer noticed the thermogard system displayed an "circulation error" and observed blood in the start-up kit (lot #145889). Per reporter, the balloon on the cool line catheter (lot #150061) was damaged. Ivtm therapy was discontinued. No consequences or impact to patient. Please see the following related MFR report: MFR # 3010617000-2021-00256 for the thermogard ivtm system (sn unknown).